Event description:
The customer reported a blank display after dropping the insulin pump. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to the battery connector not being plugged into the interface board properly.